Event description:
It was reported that the hinge screw of the movable arm on the instrument, broke. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection revealed that the screw of the superior arm was broken off. An internal corrective action has been opened to address this issue. The design has been improved to avoid such an occurrence in the future.